Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. When the customer attempted to address the alarm the touch screen was unresponsive and flickering. The customer's blood glucose (bg) level was greater than 600 mg/dl with large ketones resulting in diabetic ketoacidosis. The customer was unable to lower bg level with manual injections and went to the emergency room on (B)(6) 2019 and was subsequently hospitalized. The customer was treated with intravenous fluids. The customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage.